Event description:
It was reported that this lead was not successfully implanted as during implant procedure of this lead, the helix was stuck in the heart tissue and lead helix was stretched out completely when trying to retract. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable lead was performed. Detailed analysis did confirm the helix is extremely stretched and difficult to extend/retract helix observation with the lead based on the helix being extremely stretched. The helix was extended and noted dried body fluid was noted in the helix housing. Additionally, analysis noted cuts in insulation, and the anode coil has been cut as well, along with deformed coils from the terminal end that is likely grabbed with a tool. The anode conductor resistance measured as an electrical open indicating a discontinuous conductor. Furthermore, a helix tips which are deformed are a known risk for active fixation leads.

Event description:
It was reported that during implant procedure of this lead, the helix was stuck in the heart tissue and lead helix was stretched out completely when trying to retract. A new lead was successfully implanted. No adverse patient effects were reported.